Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed four analyses with 3 of them qualifying as shockable rhythms. In the first analysis, segments were determined by the algorithm to be low level ventricular fibrillation due to the waveforms high average width of complexes, a high average amplitude between peaks and the total number of peaks recorded in segments. The second analysis, segments were determined to be ventricular fibrillation due to the high average width of complexes and number of peaks detected. The "third" analysis, segments were determined to be ventricular fibrillation due to high qrs variability, high average complex width, total number of peaks detected and very low qrs rate detected. A clinical user has full authority to override the device's analysis and shock or not shock a patient based on their own clinical judgement on the patient. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.